Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with naked eye, a hole was observed in the patient luer connector to the tubing from the welding.the reported condition was verified . The cause for the patient luer connector separating from the tubing was manufacturing related due to welding operation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of a homechoice cassette leaked. This occurred during a fill step of peritoneal dialysis therapy. The patient was connected at the time of the event. The patient stated, ¿patient line started to leak and the leak was not from where it was connected¿. Renal therapy services (rts) assisted the patient in removing the cassette and in ending the therapy session. There was no patient injury or medical intervention associated with this event. No additional information is available.